Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the patient's outcome could not be conclusively determined. The instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 5 months from date of implant to date of expiration. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after over 5 years of support, the patient expired on (B)(6) 2016 due to sepsis. It was reported that the patient experienced complications due to previously unreported driveline infections. Over time, the driveline site had cultured positive for escherichia coli, enterobacter, and staphylococcus. The patient had undergone 3 past incision and drainage procedures due to the driveline infections. The dates of the procedures were not provided. It was reported that the lvad was operating as expected at the time of the patient's expiration. No reports of any lvad issues were received throughout the patient's duration of support. The patient had been admitted to the hospital on (B)(6) 2015 with increased drainage from an abdominal wound. Cultures of the wound grew occasional gram positive rods, occasional gram positive cocci in pairs, moderate gram negative rods, and occasional klebsiella pneumonia. On (B)(6) 2015, the patient underwent an exploratory laparotomy with a takedown repair of a colocutaneous fistula and a small bowel resection. On (B)(6) 2015, abdominal fluid from a right upper gastric wound grew occasional klebsiella pneumonia and occasional enterobacter cloacae complex which was a multi-drug resistant organism. Additionally, peritoneal fluid grew few gram positive cocci in pairs and occasional escherichia coli. On (B)(6) 2015, the patient underwent laparotomy with irrigation of the abdomen and re-tunneling/relocation of the lvad driveline. On (B)(6) 2015, the abdominal fluid grew few gram positive cocci in pairs and occasional gram negative rods. The patient also had a tracheostomy that was performed at an unspecified time. Throughout (B)(6) 2015, the patient also experienced hemoptysis, and bronchial and tracheal aspirate infections with a rare stenotrophomonas maltophilia and pseudomonas aeruginosa. The patient ultimately expired on (B)(6) 2016 due to sepsis. An autopsy was not performed and the lvad was not explanted.